Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during a procedure, the tip broke. The tip had been used for about 5 minutes straight before incident happened. The power was turned all the way up, the irrigation was turned down. The device had a heating issue, which caused a break. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the tip broke. The tip had been used for about 5 minutes straight before incident happened. The power was turned all the way up, the irrigation was turned down. The device had a heating issue, which caused a break. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.